Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the customer received a motor error alarm during a basal. Customer's blood glucose was 250 mg/dl at the time of incident. The customer could not recall any significant events leading to the alarm. Customer also stated they were unable to complete the rewind sequence on their insulin pump. It was also found the customer's blood glucose rose to 500 mg/dl the day prior. It was also found the motor was not functional after the customer's high blood glucose event. The customer also reported the settings on the insulin pump were erased after the insulin pump re+initialized. It was also found the insulin pump stated the customer did not have a reservoir, but there was a reservoir inserted. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.